Event description:
After an implant period of approx. 27 months, oversensing was reported. No adverse patient side effects have been reported. The ICD was not returned to biotronik and there is no mention of any intervention.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. The returned device data from (B)(6) 2016 have been analyzed. The analysis of the available iegm from episode 25 revealed the presence of noise in the atrial and far-field channels. Based on the morphology of the noise signals it is reasonable to assume that the clinical observation resulted from the presence of external influences. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.